Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2013. It was noted that the pt was in hospice and failed to thrive. The lvad will not be explanted and will not be returned.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.